Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. The customer was able to rewind completely. The customer found motor error within last 30 days. The customer performed displacement test and it passed. The customer was assisted in performing manual prime/fill tubing. The customer stated that motor error alarm did ot recur. The customer was advised that displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor the pump.